Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The product was returned and evaluated and found not to move freely. Visual inspection was performed against the failure mode. An indentation was observed on the outer radius of the liner consistent with making contact with the locking ring. The rim of the liner is heavily damaged. The shell is in overall good condition. The ring is positioned deep inside groove of the shell and does not move freely. The chamber of the ring is oriented facing outward. The open ends of the ring are slightly bent. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the surgeon had difficulty assembling the outer shell on to the bipolar construct. Once the shell was assembled, it was found the construct could be disassembled with minimal force and the locking ring was no longer engaging. The surgeon attempted to engage the outer shell again, but was unsuccessful. Another construct was used to complete the procedure without incident.